Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was explanted and replaced due to entering safety mode. No additional adverse patient effects were reported. This product is expected to be returned by the explanting facility.